Event description:
The customer reported that the system would not boot up during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and allowed the system time to repair file system automatically. The boot up process continued as normal. The system was tested and found to be working as intended and put back into service.